Event description:
It was reported by the patient that her pacemaker is moving under the skin when she is lying on her side. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: 4092-52, crdm non-defib implant: (B)(6) 2014. (B)(4).